Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted during testing. Device uploaded properly using carelink. Device had cracked belt clip slot and a missing end cap sticker. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose level and diabetic ketoacidosis on (B)(6) 2020. Customer¿s blood glucose level was 259 mg/dl at the time of hospitalization. Customer was in emergency room. Customer was treated with manual injection and intravenous drip for high blood glucose level. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that they had symptoms like nausea. Customer received no delivery alert, and did not got insulin for 10 hours and went into diabetic ketoacidosis and was admitted to the hospital. Customer was assisted with troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.